Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the needle is stuck in the abbott diabetes care (adc) device's sensor. The customer felt pain at the sensor site and had to remove the needle. There was no report of death or permanent impairment associated with this event.